Event description:
Patient had a stent at lad#7. To treat the lesion at #6, prowaterflex guidewire was advanced to distal of lad, and a new stent was dilated at #6. Guidewire distal end was then advanced into septal artery through the stent strut at #7, then ivus catheter was advanced over the system, however, physician felt irregularity with the system. When the system was pulled back into guide catheter, tip coil elongation was noticed through x-ray observation. Upon removal out of the system out of the anatomy, physician found the breakage of tip of guidewire. Patient was checked by x-ray observation for the fragment of the guidewire distal end, the fragment was not found in the patient body.

Manufacturer narrative:
Inspection of returned guidewire revealed core wire separation at 3mm, coil wire separation at 7mm from tip respectively. Coil was elongated. Sem observation of core wire breakage site revealed trace of breakage due to bending and pulling apart force. Lot history review revealed no anomaly and no other incident report for this lot product. It is inferred that the guidewire tip was trapped by the stent strut that had been placed at #7 when the guidewire was advanced through the stent, that ivus manipulation over the guidewire forced bending and pullback force to the guidewire, resulting breakage of core wire. Coil elongation and separation occurred during the handling of the guidewire thereafter. Warning section of IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, ...." "Do not manipulate the guidewire through strut of stent."